Manufacturer narrative:
Event date is an approximation. This report is being filed on an international product, list number 190-000j, that has a similar product distributed in the us, list number 190-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Please reference all related MFR. Report numbers: 1221359-2022-05298.

Event description:
The customer reported while attending a conference at the japanese society of clinical laboratory medicine, the abbot sientific marketing manager was made aware of 2 false positive results with the ID now covid-19 assay performed on a unknown date. This report addresses patient results one (1) of two (2). The customer reported that an elderly patient tested positive with the ID now covid-19 assay performed on an unknown date. Pcr confirmation testing (unknown platform) and trc was performed and generated negative results. No additional patient information, including treatment and outcome, was provided.